Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off unexpectedly during user interaction. During troubleshooting with tandem technical support, it was reported that the issue was resolved. Additionally, it was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 322 mg/dl.